Event description:
Consumer reprots testing with their plink and comparing readings to another meter. Results consumer feels are inaccurate. Analysis run on clark error grid using competitive reading (43) as ref point vs bd reading (70, 80) yielded data points in the d range of the grid, outside acceptable limits.